Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the cutting knife became fragile due to overheating, such as extended energization. When the cutting knife was subsequently retracted, the protrusion applied a load by coming into contact with the distal end cover, leading to the fracture of the weakened cutting knife. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of the single use electrosurgical knife broke off during the therapeutic endoscopic submucosal dissection procedure. The procedure was completed using a similar device without delay. There were no reports of patient harm.